Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge alarms (alert 20, alert 30) occurred during basal delivery with multiple cartridges. Customer's blood glucose level was 98mg/dl to 154mg/dl. Reportedly, the customer changed cartridges and resumed insulin successfully.